Manufacturer narrative:
Product ID a810 lot# serial# implanted: explanted: product type software if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that to resolve the issue, the incorrect medication was removed. The catheter and pump tubing were aspirated and cleared as directed by the device manufacturer technical services agent, and the correct medication was instilled and the pump restarted with a priming bolus. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal hydromorphone 3 mg/ml at 1.14 mg/day and morphine ¿3 to 5 mg/ml¿ at 1.14 mg/day via an implantable pump. The indication for use was not reported. It was reported that during a pump refill on (B)(6) 2019, the wrong drug (hydromorphone) was put in the reservoir when it was supposed to be going from morphine 3 mg/ml to 5 mg/ml. The hcp caught the error prior to any patient adverse side effects. No symptoms were reported. The hcp inquired about system content removal procedures. The device manufacturer technical services department reviewed the proper sequence of those procedures with the hcp. No further complications were reported.